Event description:
Trauma patient arrived in ed [emergency department], registered nurse applied spo2 [oxygen saturation of peripheral oxygen] finger probe to patient, unable to obtain reading. Had to switch out cable for a new cable to obtain spo2 reading. This caused a delay in obtaining spo2 reading for a trauma patient which is critical in nature. No known patient harm at this time.